Manufacturer narrative:
Findings: reliability analysis evaluated opened/used reservoir performed pre-fill reservoir test (B)(4). Reservoir failed per inspection found reservoir transfer guard needle occluded. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with their reservoir. The patient's blood glucose level was unknown at the time of the call. The customer stated that one of the reservoirs will not allow insulin to go through when pressing on the plunger or even air. The customer was assisted with the issue and was informed that the reservoir needed to be replaced and was advised to send the reservoir back for analysis.